Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient had remained in a 'preadmitted' status throughout their stay, and the system had been configured to remove such patients after 24 hours of inactivity. Since there had been more than 24 hours of inactivity between (B)(6), the patient was automatically removed from pyxis. A technical support specialist had provided guidance to the customer on resending the adt message to re-admit the patient and had clarified the differences between the 'preadmitted inactivity hours' and 'admitted inactivity days' settings. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the patient was missing from station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.